Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The july 2007 15-month mid urethral complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record review is in progress.

Event description:
Note: event date not known. It was reported to boston scientific corporation that a mid urethral sling was placed using our lynx surapubic mid urethral sling system. Post procedure, a few weeks later, it was noted that vaginal erosion occurred at the incision site. The physician applied estrogen cream to the incision site to treat the patient. According to the complainant, the patient is responding to treatment.